Manufacturer narrative:
H4: the lot was manufactured between june 3 - 4, 2024 h11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection of the actual device was performed and a leak was not easily identified by initial visual inspection; however, visual inspection of the photograph identified a little leakage into the outer pouch. Functional testing of the actual sample was performed and a leak was identified from the administration spike port bonding area; a spike port bonding defect was identified. The cause of the spike port defect could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned exactamix 250 ml eva tpn bag, a leak was identified from the administration spike port bonding area. No additional information is available.